Event description:
Patient had a revision surgery due to the post-op loosening of one of the setscrews used in the case. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Dimensional inspection found that the setscrew and screw were both made to specification. The torque wrench used was calibrated and also met specification. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.